Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to the drawer failure. A field service engineer stated that the customer resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer failure. The customer reported that the drawer failed to stay closed and that they tried to recover storage space but could not open the drawer. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.